Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's daughter that the patient was deceased. She reported that the device battery was low and was replaced approximately one month prior to death. Following replacement, the patient had reported that she never felt right. The caller stated the patient's heart rate would drop to 54 and thought that the device may not have been pacing when the patient died. The caller stated the device had been interrogated after implant and was told by the physician that it was working fine. The caller alleged that the device contributed to the death of the patient.